Manufacturer narrative:
Two returned masks (both produced in the year 2008) were investigated with respect to reported event via a visual inspection and inspection of the gel cushion surface. The investigation showed that mask was within specification. There was no product failure. The mask can be tightened to the pt using straps, if these are pulled too tight it can lead to skin irritation as described by the user. The instructions for use describe the proper handling and attaching of the mask sufficiently. Further it advises that in case of skin irritation a physician should be consulted. No further complaints regarding decubitus caused by a novastar mask are known.

Event description:
It was reported that a pt was ventilated using a novastar niv breathing mask. After about 1,5 days of uncontinuous ventilation the pt developed a decubitus on the forehead and the chin.